Event description:
It was reported that the balloon ruptured. An agent dcb mr 2.00 x 30mm was selected for treatment of the target lesion, which was moderately tortuous, severely calcified, and 90% stenosed. During the procedure while inside the patient, the balloon ruptured. The device was removed from the patient, and the procedure was successfully completed using another of the same device. There were no patient complications.